Event description:
Caller reported several cartridge alarms, specifically addressing alarm 30. There was no adverse impact to the customer's blood glucose level. Technical support confirmed the consecutive cartridge alarms and decided to replace the pump as a resolution.